Event description:
The international customer reported the ventilator went vent inop when it was turned on due to a power on self test (post) timer/24 volt failure. The device was not in use therefore there was no patient involvement or harm. During normal ventilation operation, vent inop signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. If the ventilator is attached to a patient when this condition is detected, the ventilator must be replaced immediately. The manufacturers field service engineer (fse) reported extended self testing was performed and the unit functioned without vent inop occurrence.